Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty waking the ilet device, consistent with a sleep/wake button responsiveness issue, and was advised to press and hold the wake button for 30 seconds to reset sensitivity; the device then opened more quickly and function improved. Symptoms included user frustration related to device wake responsiveness. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed that the device responded to a reset of the wake button sensitivity and resumed expected wake behavior, aligning with a transient wake control responsiveness issue with the user-accessible interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface sensitivity requiring reset, with no ongoing device malfunction detected.